Manufacturer narrative:
Date sent to the FDA: 2/15/2021.

Manufacturer narrative:
Date sent to FDA: 10/19/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery, lysis of adhesions and hernia repair surgery on (B)(6) 2016 during which the surgeon noted he encountered severe adhesions of the bowel to the mesh that could not be safely dissected free. An enterotomy was made and controlled but the mesh was still attached to the small bowel. A small bowel resection was performed and the mesh was removed completely in pieces while still attached to the bowel. It was reported that the patient underwent small bowel resection and recurrent incisional hernia repair surgery on (B)(6) 2017 during which the surgeon noted adhesions were encountered and taken down sharply. It was reported that the patient experienced severe pain, dense adhesions, bowel obstructions, bowel resections, abscess, nausea, constipation, bulging, inflammation, stress and anxiety. No additional information is provided.